Manufacturer narrative:
One osseotite tapered implant (nt410), mount and mount screw were returned for investigation. Visual inspection of the as returned products identified minor signs of wear and bone residue around the external threads of the implant due to usage. The devices were in good condition. Functional testing was performed to unscrew the mount from the implant successfully. The mount, mount screw and implant were in good condition. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, it was determined that the products met design specification. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. No device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The previous initial and supplemental reports for this unknown event were submitted in error. Based on available information, the details of the device malfunction are unknown. The implant and explant date are the same. It is unclear if this is a same day replacement event. At this time, the unknown event does not meet reportability. At this time, no further medwatch reports will be submitted for this event. Should zimmer biomet receive obtain additional event details, the event will be re-assessed and a supplemental medwatch repot will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant had a device malfunction. No further information could be provided. The implant was removed.